Event description:
It was reported that the synergy air elite mattress has a dip in it that the patient is stuck in, and the blower is not alternating. The patient¿s caregiver alleged this is causing skin deterioration. No medical intervention was reported at the time of the initial call. The device is in the patient¿s home and an investigation was requested by the patient¿s caregiver to ensure the device is working properly. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the synergy air elite mattress has a dip in it that the patient is stuck in, and the blower is not alternating. The patient¿s caregiver alleged this is causing skin deterioration. No medical intervention was reported at the time of the initial call. The device is in the patient¿s home and an investigation was requested by the patient¿s caregiver to ensure the device is working properly. Follow up information was obtained from the patient¿s caregiver (wife). The patient has had this mattress since 2007/2008 with no issues until approximately one month ago when it was noted the mattress sinks in the seat section regardless of what setting is used. The patient has lost weight but is most "dense" in the gluteal area and he sinks regardless of the setting. The mattress allegedly does not inflate enough to protect the patient from the base of the bed even when fully inflated. The patient was removed from the bed a few days ago and the caregiver could not find anything wrong with the mattress or air cells. Per the caregiver, a hillrom technician has been out two times previously for this issue and found nothing wrong with the mattress (a review of etq found the customer contacted hillrom on 26jan2022 with the same allegation, not alternating properly; device inspected and functioned as designed). The patient has partial quadriplegia, is ventilator dependent, and has recently experienced weight loss. The caregiver stated the patient has "critical skin failure." A visiting nurse sees the patient but specific medical intervention was not provided. Per relay conversation between the caregiver and visiting nurse present at the time of the call, the patient has had skin breakdown occurring over the last 3 months. The caregiver alleged the device is contributing to the acceleration of the skin breakdown and this will be the cause of his demise. The patient currently has stage 4 pressure ulcers of the coccyx, perianal area, and mid-back. No additional information was provided. The caregiver stated the hillrom technician was going to have someone call her to discuss adjusting the device settings. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The hillrom service technician inspected the mattress, and no problems were found. The device functioned as designed. Per information received from technical service and customer support, the mattress is from 2009 and is beyond its service life. A stage 4 pressure ulcer is categorized as full thickness tissue loss with exposed bone, tendon or muscle. A stage 4 pressure ulcer often requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and therefore meets the definition of a serious injury. This event is not being reported due to a malfunction or deficiency of the device as the device was found to function as design, but rather due to the serious injury involved. This complaint is a reportable serious injury. Based on this information, no further action is required.